Event description:
The physician was using an admiral xtreme otw balloon for pre-dilation. During the surgery, on first inflation a leak form the balloon was observed at (8bar, 5s). A second admiral xtreme otw balloon was then used and a leak was also detected (8bar, 20s). The physician then used another admiral xtreme to complete the surgery. No abnormalities noted during preparation and inspection of the relevant devices prior to use. No resistance noted between the balloons and other devices or the lesion, during delivery of the device to lesion. No force used to deliver the relevant devices through the guide catheter or on the wire to/across the lesion. The devices did not pass through any previously deployed stent. No patient injury or other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation performed (evaluation in progress). Evaluation conclusion: (based on the information available no root cause can be determined). Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
Related to operational context-as two devices of different size ruptured during the same procedure and in the same location, the possibility exists that the lesion morphology may have damaged the balloon during tracking or crossing the lesion. Deformation problem. (B)(4).

Event description:
Evaluation summary: during the technical investigation the returned sample was visually inspected. The device was clean from blood and contrast media solution. No damages were detected at the tip or along the shaft. Balloon appeared unfolded. The 0.035'' guidewire could be loaded with no difficulties. Balloon was inflated using water and a leakage from the balloon cylindrical portion was detected immediately. Inflating the balloon with air it was possible to detect the balloon pinhole at 15mm distally from the proximal marker with the shape of a scratch of around 1mm length followed by a scratch of 3mm length.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.